Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. During the evaluation, the following event was identified: cable boot detached from the camera. The event, "cable boot detached from the camera", does not require an investigation as the potential of a significant impact to patient safety is not present. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foggy image occurred because water invaded the lens from the protector section due to the detachment of the protector from the camera head. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the hd camera head had the image not provide a clear picture and be foggy after cleaning. The issue occurred during preparation for use for a therapeutic cystoscopy that was completed with a different device. There were no reports of patient harm.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.